Event description:
It was reported while using bd vacutainer® k3e plus blood collection tubes 5 tubes had an incorrectly attached hemogard and this caused interference with the automated analyzer sample needle. An unspecified number of tubes also had turbulent blood flow and underfill. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: investigation summary: bd received one photograph and 200 returned samples for investigation. The evaluation revealed evidence of improper assembly, with the cap not properly placed on the tube. However, underfill was not observed in the photograph. Additionally, 20 of the returned samples underwent functional tests, simulating the blood drawing method, and all tubes drew water within specification. Furthermore, 100 retained samples were visually examined, and no issues with improper assembly or cocked stoppers were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: improper assembly. This complaint has not been confirmed for the indicated failure mode: draw volume. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 24-apr-2025. Investigation summary: bd received 1 photograph and 200 returned samples for investigation. The evaluation showed evidence of improper assembly with the cap not properly placed on the tube. However, underfill was not evident from the photograph. Additionally, 20 returned samples underwent functional tests using deionized water, simulating the blood drawing method, and the tubes were weighed on a calibrated balance. Furthermore, 100 retained samples were visually examined with no issues of improper assembly or cocked stoppers found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: improper assembly. This complaint has not been confirmed for the indicated failure mode: draw volume. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k3e plus blood collection tubes 5 tubes had an incorrectly attached hemogard and this caused interference with the automated analyzer sample needle. An unspecified number of tubes also had turbulent blood flow and underfill. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for improper assembly was observed. Underfill could not be reviewed from the photo. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of improper assembly was not observed. 20 retention samples were selected for functional testing and all samples met specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode improper assembly. The failure mode of underfill was not confirmed through the investigation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k3e plus blood collection tubes 5 tubes had an incorrectly attached hemogard and this caused interference with the automated analyzer sample needle. An unspecified number of tubes also had turbulent blood flow and underfill. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for improper assembly was observed. Underfill could not be reviewed from the photo. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of improper assembly was not observed. 20 retention samples were selected for functional testing and all samples met specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode improper assembly. The failure mode of underfill was not confirmed through the investigation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k3e plus blood collection tubes 5 tubes had an incorrectly attached hemogard and this caused interference with the automated analyzer sample needle. An unspecified number of tubes also had turbulent blood flow and underfill. No adverse impact was reported regarding the patient or user.